Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries were found fully discharged. The heart lung machine (hlm) had not been powered on since 25jun2021. There was no patient involvement.

Manufacturer narrative:
The fsr installed new batteries and completed testing. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.